Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced audio/beep anomaly. The customer's blood glucose value was unknown. The customer stated that she cannot hear the beeping. The customer was assisted with self-test and it failed. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no audio or beep anomaly noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.